Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the dfu notes the reported event as potential adverse event associated with the tavr procedure. The complaint narrative did not note that the safari guidewire caused or contributed to this incident, however, because the safari guidewire was one of the devices used in the procedure a medwatch report is being filed. The product is not expected to be returned; however, if additional information is received a follow-up medwatch will be filed. Product was disposed of by end user.

Event description:
Patient with moderately calcified annulus in a slight horizontal aortic anatomy and a double bend in the thoracic aorta. Valve was advanced with no issues and correctly aligned marker. Valve couldn't be locked due to numerous early clicks with approx. 0.5 cm between post tops and buckles. Despite multiple attempts including partial and full resheathing, repositioning and diligent layover locking was impossible. Valve was finally exchanged against another 27 mm lotus that mechanically failed third valve that was finally implanted was an 26 mm s3 after having changed the safari wire. During closure of the access site a blood pressure drop was noticed that turned out to be an aortic dissection type I, from which patient ultimately died despite immediate intervention. Additional information received: the most likely reason was a dissection caused by an annular rupture caused by an edwards s3 that has been used upon the physicians decision after the failure of the two lotus.